Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent laparoscopic myomectomy in hospital on (B)(6) 2024. The surgeon used sxpp1a401 for tissue sewing in a continuous suturing manner (the specific sewing tissue was unknown). During sewing, the needle tip broke (the specific length of the broken end was unknown). The surgeon immediately gave the patient intraoperative CT examination to assist in looking for and found the broken needle. To remove the broken needle tip, part of the tissue was cut (the specific information of the cut tissue was unknown), the product integrity was verified after removing the broken needle and the patient was given x-ray examination. The surgery was ended routinely after confirming that there was no residual foreign body in the patient's body. The surgery time was prolonged for about 2 hours due to this event. The patient was in stable condition currently and has discharged smoothly. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2024 and suture was used. During the surgery, the needle tip broke during sewing. The needle was found in patient's body through CT, then the surgeon removed some tissues in order to remove the needle tip. After that, x ray was used to look for and found there's no needle tip retained in patient's body. The surgery was delayed for about 2 hours. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan strength ¿ = 2360 g/m h6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What tissue was being sutured when the event occurred? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Confirm the needle piece was retrieved during the same procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?